Manufacturer narrative:
Continuation of d10: product ID b35300 (serial: unknown); product type: 0197-implantable neurostimulator; product ID: b35300 (serial: unknown); product type: 0197-implantable neurostimulator; product ID: neu_re charger_acc (serial: unknown); product type: 0213-recharger; implant date: n/a; explant date: n/a. Citation: tommy liu, bsa 1 , mohammed hasen, md, msc, msc 2 , danika l. Paulo, md 1 , kalman a. Katlowitz, md, phd 1 , katherine e. Kabotyanski, bs 1 , ajay d. Gandhi, bs 1 , zain u. Naqvi, bs 1 , jonathan h. B. Patient experience with rechargeable deep brain stimulation generators for obsessive-compulsive disorder. Neurosurgery 1¿7, 2025 2025. 10.1227/neu.0000000000003854earliest date of publication used for date of event.no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported.without return of the product no definitive conclusion can be made regarding the clinical observ ations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
10.1227/neu.0000000000003854. We interviewed ocd patients with implanted rc ipgs to evaluate their recharging experiences. Battery usage data were gathered directly from device data downloads. Surveys and device data provided insights into self-reported vs actual battery charging metrics, with charge burden calculated as minutes per week of charging.   Reported events: one patient had their ins replaced 14 months after implant due to difficulty switching stimulation parameters and an increased charging burden of the device.